Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the ink transferred between package, and product labels during environmental testing.

Event description:
It was reported that the ink transferred between package and product labels during environmental testing.

Manufacturer narrative:
Photos and eleven samples were sent by the customer for evaluation. All samples had variable printed information (lot number, expiration date and applicator description) smeared. It was noted that as part of the complaint description, the customer confirmed that samples were utilized to perform packaging validation activities. As part of these activities, the product was being exposed to extreme temperatures. Freezing temperatures (35°c (±3°c)) uncontrolled 24 hours, tropical 40°c (±3°c) 75% - 95 % 24 hours, (±2 hours) and desert 57°c (±2°c) = 30% 24 hours, (±2 hours). As part of the instruction for use, it is indicated the product should be stored between 15-30°c and avoid freezing and excessive heat above 40°c. As a result, these conditions could generate printing degradation on the product and can be the most probable root cause for the failure mode. No additional actions are required at this time and this failure mode will continue to be tracked and trended.